Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report hospitalization for low blood glucose levels and the insulin pump was not working properly. The customer's blood glucose level was between 45 and 100 mg/dl. The device was not returned for analysis.